Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim x2 insulin pump user guide provides instructions for filling the cannula after the tubing has been filled during the load sequence.

Event description:
It was reported that the customer performed the load process and did not fill the cannula; the insulin gauge was zero. During troubleshooting with tandem technical support, customer reported that she may not have started the load process. Tandem technical support assisted the customer through the load process and customer filled the cannula and resumed insulin delivery successfully. Customer's blood glucose was 279 mg/gl due to the delay in performing the load sequence. Customer delivered a correction bolus to address the elevated blood glucose.